Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, keypad, rear case, barrel clamp, front/rear door, lock label, left/right iui connector, ac cord wrap, retainer, gripper & wiper seal. Performed calibration. A review of the device history record showed the device had a manufacture date of 03/14/2008 . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the front case. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 03/14/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.